Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. No trend is associated with reports of this type. Review of the logs did not find evidence to support the reported event.

Event description:
Complainant alleged that during biomed testing, the device's display was frozen. Complainant indicated that there was no patient involvement in the reported malfunction.